Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 246 mg/dl, 112 mg/dl and 192 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the affected product. Reporter stated she no longer has the strips and so no product will be returned for eval.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B) (4). On (B) (6) 2009, a customer from (B) (6) hospital in (B) (6) reported out of range high white blood cell (wbc) results with the cell-dyn 1700 instrument. For example, the specimen result of about 6.0 k/ul showed a result of 20.0 - 40.0 k/ul. The customer was able to get the correct result when the specimen was rerun. The customer washed the aperture plate and performed autoclean; however, the issue still persisted. The customer stated that maintenance had just been performed during this month and did not think that the issue was related to maintenance that could be completed by the customer. The customer requested field service visit for issue resolution. On (B) (6) 2009, a field service engineer (fse) ran 10 specimens and confirmed that the issue occurred once. During the inspection, the fse found a poor connection of the base board. The fse reconnected the base board in the card cage. The fse ran 50 specimens and confirmed that wbc results were within range. The instrument was performing within specifications. The cell-dyn 1700 system operators manual, list number 03h58-01, revision f, under section 10, troubleshooting and diagnostics, pages 10-9 through 10-10, provides information to assist in problem identification, isolation, and corrective actions. Instructions for obtaining technical assistance are included as well. Based on the investigation, no product issue was identified for the cell-dyn 1700 related to the reported issue. This is the final report.

Event description:
The account stated that the cell-dyn 1700 analyzer has been generating elevated wbc results intermittently. The account provided an example for one patient that is known to have a 6.0 k/ul that upon retests has a results around 20.0- 40.0 k/ul. The sample is then tested again and the result is 6.0 k/ul. There were no flags generated. There was no impact to patient management reported.